Event description:
Emergency dept staff at hosp attempted to externally pace a pt with pacemaker. The unit would not pace because it alarmed "leads off." Even though the leads were on the pt. New electrodes and a new lead set were tried without positive results. On testing it was found that the unit worked properly according to the "ECG leads off" test in the svc performance verficiation procedure. But the ECG input board could not be adjusted to achieve the results described in the "ECG leads off thresholds" test and troubleshooting procedure.